Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Customer stated that the insulin pump had no delivery alarm. Customer stated that that act button was hard to press. Customer stated that the insulin pump screen was scratched and impaired visibility. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. The motor was tested outside the device and passed. Device had minor scratched lcd window, stripped battery cap coin slot. The test reservoir locked in place properly and no anomaly noted. (B)(4).